Event description:
The customer is a 78-yr-old male ii diabetic on insulin. His daughter, who performs his testing, reported inaccurately low blood glucose reading with test strips, l/n unk. She opened the bottle approx 4 wks ago and obtained normal blood glucose readings. Approx a wk later, her father's readings began to decrease to the 20-50 mg/dl. She took him to the dr and reported the low readings. The dr took a venous sample which was sent to the lab, and advised his pt to stop taking his insulin for the meantime. The customer did not administer his insulin for approx 4 days. His daughter noticed that he was extremely confused and "talking gibberish". She took him to the ER where, upon admittance, his blood glucose level was 390 mg/dl on the hosp meter (type unknown). At the same time with the test strips the reading was 26 mg/dl. The hosp administered insulin, advised him to resume his regular insulin regimen and sent him home. The customer's daughter called another co to report the incident. Co sent her a new meter and requested that she send the test strips to them for evaluation. The customer's daughter stated that the code was set correctly in the meter and she "thinks the desiccant was in the bottle". She did not perform a normal control solution test on the test strip. She stated that a check strip test yielded a result that was in range (no specific result available). The customer stores his test strips in a zippered case in the kitchen.